Event description:
Additional information was received from the patient (pt) on (B)(6) 2023. The pt reported that they turned it off for surgery. Once they turned it back on, it did not stay on. They think it had gotten so low that it could not hold a charge. After talking with a rep, they realized that there is an additional step to turning it on once it has gotten too low. The issue was resolved and has not happened again.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator for non-malignant pain. The reason for call was pt said their controller had been randomly shutting off since the end of august/beginning of september. Pt said it had happened about 2-3 times. Upon further discussion with the pt, pt said the actual controller was not turning off, but they were seeing the stimulation is off message on the controller. Pt said they did troubleshooting with the rep and rep said everything was working and looked fine but told the pt to call into ps for a controller or battery replacement. Pt said they had not received any error messages on the controller and did say that sometimes their ins battery gets low. Pt said this started happening after they went in for a surgery (caller did not allege that this was in any way related to the mdt device or therapy). Pt said they turned stimulation off for the surgery and then turned it back on after the surgery. Pt said they would have a full charge on the ins and then would notice that stimulation was off. Pss reviewed device function and when ins turns off when its low. Pt will monitor what the ins battery level is before they charge the ins and also when they notice the stimulation is off message. Pt may call back if they need further assistance.